Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, right atrial (ra) lead dislodgement was suspected. Diagnostic imaging was performed and confirmed ra lead dislodgement. The event was resolved by capping and replacing the ra lead. The patient was in stable condition.